Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7114524; UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the spinal cord stimulation (scs) leads had migrated out of coverage. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were discarded by the facility.